Event description:
The user facility reported that when the surgical table was commanded to return to the level position it moved through the level position and went into a left tilt position. When the bed was commanded to return to the level position again, it did not respond. This event occurred at the end of the procedure and the patient was transferred to a stretcher. No injury was reported to the patient or hospital staff.

Manufacturer narrative:
A steris service technician inspected the table and confirmed that the table would not return to the level position when commanded to do so. The steris service technician found that the hydraulic manifold was not functioning properly; the manifold was replaced and the table was placed back into service. No further issues have been reported with the surgical table.